Event description:
It was reported that the stent moved on balloon. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. Upon removing the stent from the packaging hoop, it was noted that the stent was deformed and almost came off of the stent balloon. The stent was not used, and a new 4.0x48 synergy drug-eluting stent was deployed successfully with no issues. No patient complications were reported.